Event description:
It was reported that customer's insulin pump is not communicating with customer's meter. Customer has tried several different meters, but the issue persists. The device passed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The test ultralink bg meter did not communicate to pump due to faulty u2 on radio frequency board. Device unable to download to the carelink software due to a47 alarms in alarm history screen. A47 alarms due to corrupted history file. Device received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.